Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. The customer also experienced high blood glucose level of 400 mg/dl. Then, on the date of call, customer received critical pump error and display was flashing. It was unknown whether auto mode feature was active or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also experienced high blood glucose level of 400 mg/dl. The customer received critical pump error and display was flashing. It was unknown whether auto mode feature was active or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error . No missing segments, partial display or flashing display noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and cracked battery tube threads.